Manufacturer narrative:
The device is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15286083 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thirty five units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15286083. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
A sterile product of the same lot was returned for evaluation. The complaint received states that during an interventional procedure the savvy balloon had deflation difficulty, withdrawal difficulty and then became separated inside of the patient. There are no patient or vessel demographics available. The information received indicated that during the procedure, the balloon broke because of an incomplete deflation of the distal part of the balloon (candy effect). The balloon got stuck in the posterior tibial section. It was not possible to withdraw the device, causing detachment of the distal part (about 12 cm). Later, the patient was taken into the operating room and underwent an arteriotomy of the tibioperoneal trunk and the retained portion was retrieved. Normal flow of the vessel downhill was restored. One sterile catheter pta savvy small vessel 3.0mm x 10.0cm 120cm was received in its original box and packaging within a sealed pouch. The device was not used; the device returned is sterile. The device was unmounted from the card. The device involved in the complaint was not returned for analysis. No other anomalies were observed in the returned device inflation and deflation test performed in the savvy line, the unit was inflated at 117 psi and no leaks were noted, the unit pass the test. Inspection at 100% was performed and not defects were found in the sterile unit. Device analyzed is sterile and no damages were observed. Outer diameter (od) of proximal seal was verified by inserting the product in the catheter sheath introducer f4 no resistance friction was noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The body/shaft separated, balloon deflation difficulty and pta system withdrawal difficulty failure reported by the customer were not confirmed; however, controls are in place to prevent defective units before leaving facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. No corrective action will be taken at this time. The product returned for analysis is not the device involved in the complaint. The returned device performed according to specifications. Without the complaint device for analysis, the reported complaints cannot be investigated further or confirmed. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not suggest what factors may have contributed to the reported events.

Manufacturer narrative:
The complaint received states that during an interventional procedure, the savvy balloon had deflation difficulty, withdrawal difficulty and then became separated inside of the patient. There are no patient or vessel demographics available. The information received indicated that during the procedure, the balloon broke because of an incomplete deflation of the distal part of the balloon (candy effect). The balloon got stuck in the posterior tibial section. It was not possible to withdraw the device, causing detachment of the distal part (about 12 cm). Later, the patient was taken into the operating room and underwent an arteriotomy of the tibioperoneal trunk and the retained portion was retrieved. Normal flow of the vessel downhill was restored. To date the complaint product has not been reported for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15286083 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15286083. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Event description:
The information received indicated that during the procedure, the balloon broke because of an incomplete deflation of the distal part of the balloon (candy effect). The balloon got stuck in the posterior tibial section. It was not possible to withdraw the device, causing detachment of the distal part (about 12 cm). Later, the patient was taken into the operating room and underwent an arteriotomy of the tibioperoneal trunk and the stump was retrieved. Normal flow of the vessel downhill was restored.